Event description:
Responding to email alert from medtronic I remove the old cap (acc-1527) from my mini-med insulin pump and replaced it with new cap (acc-1529). The new cap would not connect to battery after several tries. I reinserted the old cap and the pump responded normally. I believe the new cap is defective. There is apparently a reported problem with the battery cap on these models. I have not experienced any issue but have received several notifications regarding how to fix the problem. Most recently on october 24 got letter and replacement cap with instructions to exchange and begin using new cap (acc-1529). I followed instructions but new cap did not make contact and pump screen did not respond. I replaced with my old cap (acc-1527) and pump returned to normal.